Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. No power error 25 alarms noted during testing or in the pump trace download. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Unit passed displacement test, active current measurement and selftest. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by the medtronic that the insulin pump had replace battery alarm. Customer reported that they received low battery alarm prior to replace battery alarm. Customer did change the battery. Contact on the battery cap was not missing. Customer also reported that the new battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.